Event description:
During an atrial fibrillation procedure, the catheter became stuck in the sl1 sheath. The catheter was carefully removed, but was fractured with exposed wires. The catheter was exchanged to continue the procedure with no consequence to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3 one decapolar, spiral loop, inquiry afocusii diagnostic catheter was received for evaluation. Visual inspection revealed the distal tip was noted to be fractured and detached exposing the conductor wires. Electrodes 2-3 were also noted to be displaced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured and detached distal tip and displaced electrodes are consistent with damage during use.